Manufacturer narrative:
(B)(4). Implant date: between (B)(6) 2015 and (B)(6) 2020. Article citation: weller, j. M., et al. "Risk factors for ocular hypotony after xen gel stent implantation." Graefe¿s archive for clinical and experimental ophthalmology. Https://doi.org/10.1007/s00417-022-05831-2. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested.

Event description:
Reported events of choroidal swelling requiring treatment in 25 eyes, shallow ac requiring treatment in 4 eyes, transient hypotony in 81 eyes, hypotony requiring treatment in 16 eyes, high iop requiring additional glaucoma surgery in 10 eyes, stent extrusion requiring revision in 2 eyes, transient anterior chamber hemorrhage in 9 eyes, massive intraocular hemorrhage after implant requiring vitrectomy in 1 eye, mean iop after 4 weeks was 18.4 ± 10.2 mmhg in all eyes, mean number of eye drops after 12 months was 0.8 ± 1.2 in all eyes; were noted in the article: "risk factors for ocular hypotony after xen gel stent implantation." Graefes arch clin exp ophthalmol. Epub ahead of print.